Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower going into download stopped repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station repeatedly went into download stopped. The technical support specialist (tss) spoke with the customer regarding the issue, logged on to the station, set the time service to automatic, and started it. The case was closed as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.